Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic experiencing muscle stimulation from the left ventricular lead that had been occurring since implant. The lead was capped and replaced. The patient tolerated the procedure well and recovered in stable condition.